Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4)

Event description:
The patient reported poor communication on the patient programmer (pp). It was noted that the patient was able to communicate with the implantable neurostimulator recharger (insr). They had not recently been implanted or had a revision or surgery. The patient would use the antenna. It was confirmed that the antenna was secure and the issue continued. It was then unplugged and the issue was resolved. The pp would not connect to the implant with the antenna attached since (B)(6)2015. Stimulation also stopped the week prior to this report. The patient was told that the lead was broken. The rep was able to program around the broken lead and the issue was corrected. Additional information received from the rep reported that they had been called by the patient who reported that the stimulation was not working. Upon interrogation, 2 of her active electrodes were discovered to have high impedances. Reprogramming with a different configuration was successful and the patient was very happy. It also was determined that the antenna connection had gone bad. She had still been able to use the pp easily as the implant was in her abdomen. The patient had been recommended she call for the replacement. Relevant medical history included degenerative disc disease. No further follow-up was required. This event will be updated if additional information is received.